Event description:
Customer reported leaking just below the hard cassette that fits into the pump after the infusion was running. The cytotoxic drug leaked on the floor. No pt harm reported. No additional info was available.

Manufacturer narrative:
MFR's report date: 11/10/2010. (B)(4). No product returned per customer as set was discarded. No failure investigation could be performed.